Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie was broken and entire drawer was failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was broken, and the entire drawer was unable to be opened. A field service engineer found that there was an apparent issue with the half height drawer 4.1 cubie, which caused a total hardware failure. Upon visual inspection, the engineer determined that the failure was caused by cubie pocket 8, where the cubie spring/lever was damaged. The fse removed the damaged cubie and replaced it with a facility provided cubie. The fse then confirmed that the drawer and the medstation were fully functional and operational for hospital use and verified proper operation using the hardware test application (hta), thereby resolving the issue. The system functioned as intended after the field service engineer repaired the device.